Event description:
Patient states she tripped over the oxygen tubing. Her daughter called 911, and she was transported to the hospital and admitted for a left hip fracture. Surgical intervention was recommended. Provider was unable to specify the exact tubing used. It was either supplied by (B)(4). Qualimed is unable to determine which MFR's tubing was in use at the time of the incident.